Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely there was a problem in the scope, and not the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus sales representative called in and spoke with olympus technical assistance center (tac) personnel. During the call the sales representative noted that the customer was using an sdi (serial digital interface) cable to another manufacturer's computer and also to the olympus cv-190. The cv-190 was getting an image. Even upon replacing the sdi cable, the cv-190 was still displaying an image, which reportedly confirmed that the cv-190 and sdi cable were functioning together properly. Tac confirmed to the sales representative that there are no settings on the cv-190 that would disable the output from the sdi, meaning the issue is likely with the other manufacturer's device. At this time, the device is not scheduled to be returned. Should additional information be provided prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
An olympus sales representative reported that the evis exera iii video system center was not displaying an image during a procedure. Reportedly, the image came back up and the procedure was completed. There was no patient harm or consequence reported as a result of this event.